Event description:
It was reported that the customer's insulin pump was stuck on prime/rewind loop. Troubleshooting was performed, and assisted the customer to rewind the device. It was stated that the customer changed the infusion set and batteries several times. It was mentioned that the insulin was squirting out and the beeps could be heard. The last blood glucose reading was 70mg/dl, and the customer has treated. Advised to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk. The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.